Event description:
In 2007, the MFR was running their own hiv western blot (genetic systems) on the auto-lipa 30 (open system), when the operator noticed liquid pooling at the bottom of the instrument. She noticed that the waste tubing was disconnected from a fitting. Field service was notified and an engineer was sent to the site. In the meantime, the operator re-attached the tubing on her own and was observing the tubing during system operation when it burst away from the fitting. She was splashed in the face with some waste fluid. The operator was wearing appropriate personal protection (e.g, protective eye glasses) at the time of the incident. Since the waste liquid is a potential biohazard, the operator has been tested for hiv, hepatitis b, and hepatitis c antibodies (negative results to date). The problem was later determined to be a faulty waste pinch valve that was replaced. This event is being reported because it occurred in a biohazardous environment. For medical device reporting, this event is considered closed.